Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿difficult insertion¿ with a potential root cause of ¿outside diameter is too large¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Event description:
It was reported that the patient was having issues with inserting the catheters due to lack of a curve in the tip. No patient injury was reported. It was later reported from the customer contact via phone on (B)(6) 2020, there was no issue with the catheter having a lack of curve, as the item was a straight tip catheter. However, the patient was unable to insert the catheter to void.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having issues with inserting the catheters due to lack of a curve in the tip. No patient injury was reported. It was later reported from the customer contact via phone on (B)(6) 2020, there was no issue with the catheter having a lack of curve, as the item was a straight tip catheter. However, the patient was unable to insert the catheter to void.